Event description:
Brush head fell apart when brushing teeth (device breakage) no adverse event. Case description: a (B)(6) year old male consumer reported that while using an oral-b vitality series rechargeable toothbrush, the oral-b dual action brushhead fell apart. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.